Manufacturer narrative:
Bleeding occurred at the edges of the circumcision site after the clamp was removed and required surgicel. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Lot # 128573m23, manufacturing date of december 2023. Lot # 128573m24, manufacturing date of december 2024.

Event description:
Bleeding occurred at the edges of the circumcision site after the clamp was removed and required surgicel.